Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer confirmed that visible foam particles were found and could not confirm customer's complaint. The device was scrapped.